Manufacturer narrative:
Device evaluation: one device was returned for investigation in used conditions without original packaging. Physical condition of the device showed a corroded drain fitting and a cracked tank cover. Device was filled with water and tested. Device worked as expected for the duration of the test, customer complaint could not be duplicated. No device repair needed. A manufacturing device history review was not done as the device is beyond a year from the manufacturing date. A service history review shows device had not been in for service previously.

Event description:
Additional information was received confirming there was no patient involvement.

Event description:
It was reported that the device says "tank is empty" when tank the tank was full and floater was up. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.